Event description:
The customer alleged that he performed a control test and received a result of 30 mg/dl. The normal control range was 92-126 mg/dl. No adverse events were alleged. Further troubleshooting was not possible because the customer had disposed of his control solution. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.